Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported having a terrible experience because since they had the ins implanted they felt knives and needles to where the implant was located. The patient mentioned they've gone back to their healthcare provider (hcp) and was advised to have their implant relocated. The patient wanted to speak to a manufacturer ambassador that has the implant to get feedback about their experience with the ins. The agent redirected the patient to the hcp for further discussion about the relocation of their implant and for a support group recommendation. The caller called back and reported working with the ambassador program. The agent reviewed that the ambassador program was generally for pre-implant patients. The patient called back again stating that they had been working with the ambassador program and requested to speak with an ambassador. The agent reviewed the overview of ambassador program. The patient called back again repeating previously reported information. The patient reported that when they turned on the ins they experienced a terrible burning like knives and needles in their back so they turned it off and it had been off ever since. The patient stated they guessed they felt it was too close to the surface and may need to be moved or go deeper. The patient stated that before they did this they wanted to talk to someone who had success with it. The patient stated the ambassador program they spoke to reviewed with the patient that the ambassador program was only for people thinking about getting the implant. The agent again reviewed an overview of the ambassador program and that it was intended for prospective patients. The patient stated their rep told them they were sure the ambassador program was for people who already had the implant and told the patient to call. The patient stated unless they can talk to someone they were probably not going to do this again as they didn't want to go through the pain again.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.